Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 21.5 mmol/l (387 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. Multiple boluses and injections of insulin were administered but the patient¿s bg levels did not decrease. The pod was removed and the cannula was noted to be bent. Two manual insulin injections, one of 6 units at around lunch time and one of 11 units at 3:08pm, were administered to treat the hyperglycemia and a new pod was applied. The patient's blood glucose and insulin history is as follows: (B)(6).